Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2014 the patient had just scrubbed the floor and slipped, and kind of hit the pump on the side that it was on. Since then, the pump was moving around and the area was sore. As of (B)(6) 2014, the event had not been reported to the patient¿s managing healthcare provider (hcp). No troubleshooting, interventions or other actions had been taken by this hcp and the final patient outcome was unknown. The device system was used to deliver dilaudid. If additional information is received, a follow-up report will be sent.